Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the display of insulin pump was flashing. The customer¿s blood glucose level was 226 mg/dl. The customer also reported that after receiving a new battery cap the display of the insulin pump was blank. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly. The insulin pump was received with broken belt clip rails, keypad overlay texture damage, cracked select button keypad overlay,